Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - patient selection. This code is used to address the use of the device in a patient with femoral artery calcium, which is fluoroscopically visible at access site. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that the clip was deployed and not returned with the device. The access port was retracted with the thumb advancer/delivery tube assembly proximally retracted. The sheath was fully slit and undamaged with all four of the locator wings bent but intact and securely attached to the vessel locator assembly. All internal components were undamaged. Based on visual functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was used in a patient with femoral artery calcium. The starclose se instructions for use states: do not deploy the clip in areas of calcified plaque. The IFU also states: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations, patient with femoral artery calcium, which is fluoroscopically visible at access site.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after an aortic angiogram diagnostic procedure. Reportedly, the clip was deployed but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.